Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced four infusion sets came off loose due to adhesive not adhering issue event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.